Event description:
It was reported that a lead safety switch (lss) occurred due to out of range impedance measurements from a competitor's right atrial (ra) lead. The patient was seen in-clinic where noisy signals were reproducible with provocative maneuvers. The physician programmed the device sensing mode to bipolar, which did not exhibit noise. Boston scientific technical services was contacted and recommended diagnostic imaging to exclude ra lead impairment. Another out-of-range spike resulting in a lss was noted. Upon review, it was also indicated that the battery consumption had increased resulting in potential premature depeltion. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) occurred due to out of range impedance measurements from a competitor's right atrial (ra) lead. The patient was seen in-clinic where noisy signals were reproducible with provocative maneuvers. The physician programmed the device sensing mode to bipolar, which did not exhibit noise. Boston scientific technical services was contacted and recommended diagnostic imaging to exclude ra lead impairment. At this time, the system remains implanted and in-service. No adverse patient consequences were reported.